Event description:
A customer reported that the equipment presented problems with the touchscreen and turned off on its own during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system following a delay of more than 15 minutes. There was no harm to the pt. This was the last procedure of the day.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported issues. The company rep cleaned the host module. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).